Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's attorney reported via legal notification that the customer has suffered numerous episodes of low blood glucose levels which required hospitalization at various hospitals. The patient's blood glucose value at the time of incident is unknown. The customer's attorney alleges that the insulin pumps, reservoirs, infusion sets, continual glucose monitors, and cannulas have all breached their implied warranties of merchantability. The customer's attorney states that the products the customer used contributed to both an over delivery of insulin and an under delivery of insulin. No products were returned, replaced, or shipped.